Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. On the other hand, pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery alerts didn't accept new batteries. Battery failed alarm kept occurring and the insulin pump stopped working. No harm requiring medical intervention was reported. The device was returned for analysis.